Event description:
Pt had port-a-cath inserted 3/4/99 for chemotherapy. Port-a-cath was leaking. 6/22/99 pt had removal of dysfunctional right subclavian port-a-cath with replacement of new right subclavian port-a-cath. Upon removal it was noted that there were 2 slits which were longitudinal from trauma between the clavicle and first rib.